Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the grasper fell apart while inside pt. Piece of grasper had to be retrieved from the abdomen. Another product was used to complete the case. All pieces were retrieved. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.55527/s. H6; broken staple/no conclusion. Endopath m/a grasper. The analysis results confirmed that the instrument was returned non-functional. The instrument was returned with a broken staple. The staples hardness was tested and was found to be within design specification. The distal assembly was dissected and examined with a 20x microscope. Stress marks were noted on the staple, end effectors, and in the pushrod hole area. While no conclusion could be reached as to how this damage had occurred, the appropriate engineering personnel have been notified and we have documented the reported circumstances and analysis results.